Event description:
One trestle fixed angle screw was alleged to be backing out during a post operative visit.

Manufacturer narrative:
One part number was reported for this incident. The device history records for the part in question were not able to be identified because the lot numbers were not provided for eval. The parts will not be returned to alphatec spine. The sales representative reported the following: the pt had undergone an initial surgery on (B) (6) 2009. An eval of x-ray images (on (B) (6) 2009 and (B) (6) 2009) was performed. The initial procedure x-ray images do not provide images of the screw. The post operative x-ray images do show that one screw stands proud from the cervical plate. It is unk if the screw was in the same position after the initial surgery or if the screw is to backed out. The complaint cannot be confirmed.